Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: discontinue reporting results until troubleshooting is complete; provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and; if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Event description:
The customer observed error code 3060 trigger level sensor error and trigger check errors while processing on the alinity I. The customer replaced alinity ci buffer level sensor and replacement resolved the issue. There was no patient involvement and no reported impact to patient management.